Manufacturer narrative:
(B)(6). Investigation results: device analysis findings: unit returned in a generic plastic bag, overall visual inspection did not identify failures or evidence that could be lost due to decontamination process. Inspection of the device revealed that the spring tip was found bent and stretched. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of no problem detected, following a review of the reported event details, available information, and product record review. No issues could be found that can be attributable to the reported event. Batch record review concluded that no manufacturing deviations were identified during the manufacturing process which could have contributed to the reported issue. To conclude, regarding the bending and stretching of the spring tip. Based on the information provided and analysis performed, cause not established is selected as the cause code for these failures, since it remains unknown what factors or conditions were present at the field that contributed to the observed damages.

Event description:
It was reported that a guidewire issue occurred. A 182cm choice guidewire was selected for use. However, upon removal from the packaging, it was noted that the tip was chipped. The procedure was completed with another of same device. There were no patient complications.

Manufacturer narrative:
E1: (B)(6).

Event description:
It was reported that a guidewire issue occurred. A 182cm choice guidewire was selected for use. However, upon removal from the packaging, it was noted that the tip was chipped. The procedure was completed with another of same device. There were no patient complications.